Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" There was no patient involvement.